Event description:
Paramedics reported receiving a high reading on their freestyle blood glucose monitor. Paramedic reported receiving a reading of 118mg/dl with a patient who was experiencing seizure compared to a laboratory result of 40mg/dl within 10minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. Patient was diagnosed with hypoglycemia at an unknown healthcare facility. The course of treatment is unknown. There was no report of death or serious impairment

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.